Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat a hemorrhoid performed on (B)(6) 2023. During the procedure, the fifth band moved and overlapped on the second band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached and some of them were moved and overlapped. The bands were cracked/damaged. The handle did not show insertion marks of the trip wire. The suture thread was cut, possibly at the time of removing the device. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands in the ligator housing were moved and overlapped, and the ligator housing teeth were found bent/damaged. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, the unsecured trip wire, could have affected the device's overall performance, causing the trip wire to slip inaccurately at the time to perform the deployment. The suture tension may not have been correct bending the teeth and moving the bands from their place as if twisting them even causing tension tear. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results. Based on the limited information available, root cause cannot be determined. With any potential false positive result, there are several potential root causes: low viral load in patient sample that is below the lod of the lucira and reference test. At viral loads close to lod a test detects a positive >95% of the time. When the viral load is below lod, the follow-up test cannot pick up positive reliably and can generate the impression of a false positive result. Low viral loads can also result in sampling variability between samples. Environmental contamination from other positives being tested in that environment or due to improper collection or handling of the specimen. Device malfunction - please note our devices are extensively inspected and tested through a robust lot release process and this scenario is highly unlikely. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua 210196 check-it.

Event description:
One device reported as having alleged false positive result. The complainant retested with antigen and pcr tests with negative results for confirmation.